Manufacturer narrative:
An investigation of the reported condition was performed. The device history record (DHR) for lot 516122x indicates that units were packaged on (B)(6) 2015. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There was no related process or material changes related to the reported condition for this product. There were no physical samples submitted with this complaint. However, there were four pictures submitted. The pictures show a loose black contaminate attached to the cannula of the needle, but it is unclear what the contaminate is. The reported condition is confirmed. The complaint shall be re-opened is a sample is received. The exact root cause could not be determined based on available information. A 6m root cause investigation was conducted and reviewed several potential contributing factors. However, there¿s insufficient evidence available to determine a most probable root cause for this investigation. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for contamination and particulate in the fluid pathway. The lot met all defined acceptance requirements and was released. The investigation did not identify a systemic issue with the product or process and a specific root cause could not be identified. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 6/15/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the needle has lint on it. The cap was removed a piece of lint was hanging off the needle. The entire sterile filed was deemed contaminated.